Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter could not be advanced to the bladder and perforated the bladder during catheter placement for a patient with an enlarged prostate. During catheter removal, an attempt was made to guide the catheter using a guidewire, but the guidewire did not pass through the lumen. The perforation of the patient was under treatment.

Event description:
It was reported that the foley catheter could not be advanced to the bladder and perforated the bladder during catheter placement for a patient with an enlarged prostate. During catheter removal, an attempt was made to guide the catheter using a guidewire, but the guidewire did not pass through the lumen. The perforation of the patient was under treatment.

Manufacturer narrative:
The reported event was inconclusive due to a lack of information. A potential root cause for this event could be, "tortuous anatomy (e.g. Enlarged prostate). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(2) lubricate the distal end of the catheter with water-soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." "Precautions for use: (1) when resistance is encountered in inserting the catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.